Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the aviva system gave a result of hi, which on the system indicates a result in excess of 600 mg/dl, at a time when the customer was experiencing hypoglycemia. Husband treated her based upon symptoms. Customer states her husband called the ambulance after giving her glucose liquid. Ambulance took her reading on their meter and it read 27 mg/dl. Customer does not know if they treated her or not. Customer states she was treated at the hospital with glucose with a syringe and fed breakfast with an orange. Customer was released at 2 pm the same day with a blood glucose reading of 178 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This correction is to replace (B)(4) which should have been submitted as (B)(4).